Manufacturer narrative:
H10: a voluntary recall has been initiated for the venovo¿ venous stent system 9f which was product catalog/lot number specific. Reportedly the proximal end of the stent does not immediately expand upon deployment. The proximal end of the stent remains connected to the delivery system. As a result of the field action, this event is being reported as a malfunction reportable event. H10: manufacturing review: as the lot number for the device was not provided, a review of the device history records could not be performed. Investigation summary: the sample was returned for evaluation. The condition of the returned delivery system confirms stent expansion issue. The stent brake of the inner catheter which is under the stent during deployment was found shifted to distal direction with fragmental damage on its surface and with heavy imprints of the stent which is considered an indication that the stent adhered to the stent brake immediately after deployment. A delivery system kink could not be confirmed, but the tip of the delivery system was found with a small hole at the distal end. A detailed description of the expansion behavior of the stent over time to complete expansion is not possible based on investigation of the returned device. Based on the information available the investigation is closed with confirmed result. A definite root cause for the reported event could not be determined. Labeling review: a review of the relevant instructions for use for this product was conducted. The instructions for use was found to address potential worst case complications and adverse events potentially related to expansion issue such as incorrect positioning of the stent requiring further stenting or surgery, intimal injury, stent fracture, and malposition. The instructions for use further states: 'if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together.' H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in the frontal femoral through iliac access, the stent allegedly sticking and catching at deployment. It was further reported that the catheter allegedly kinked during the removal from the patient causing the difficulty in removing the delivery system through the introducer sheath. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Device pending return.

Event description:
It was reported that during a stent placement procedure, the stent allegedly sticking and catching at deployment. There was no reported patient injury.